Manufacturer narrative:
The reported field event of a premature eri alert was confirmed in the laboratory. The cause of the data display anomaly was due to corrupted software value. The root cause of the corrupted software value could not be determined.

Event description:
It was reported that the device displayed eri few months prior to date of implant. Patient was followed on merlin.net and patient was asymptomatic. There were no recent history of hv episodes and not set to high output mode. The physician decided to explant and replace the device.

Manufacturer narrative:
The reported field event of a premature eri alert was confirmed in the laboratory. The cause of the data display anomaly was due to corrupted software, consistent with a possible bit flip. The root cause of the bit flip could not be determined. It is believed that MRI interference was suspected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.